Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that connection from the instrument unit could not be established in magnetic mode. There was no patient involvement. The electromagnetic (em) tracking mode of the system failed to detect or communicate with the em instruments. The em instrument interface did not recognize the connected em devices, and the leds on the interface did not indicate active status. As a result, the system was not able to localize instruments in the em field. The event was directly related to instrument tracking failure. Verification of the em instruments¿ position was not possible because no data could be established from the em interface to the navigation system. This prevented any real-time navigation or registration attempts in em mode. Based on on-site inspection and expertise, the most probable cause was a failure of the em instrument interface module itself (hardware failure). Power cycling the system and reseating cables did not restore functio nality. No external electromagnetic interference or metallic distortion was identified in the field. The em instrument interface (located on the main cart) was suspected to be the defective component. The issue was specific to em mode ¿ optical mode was not in use during the incident but was operational.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The axiem interface was replaced and the system performed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.